Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that after breast MRI today, the patient was reporting severe pain in groin area. Pt did not have any symptoms during the MRI scan. Caller is from MRI department. They were using 1.5t machine, normal operating mode and using our MRI guidelines when doing scan. Pt was in MRI mode at time of scan. Pt's pain started when they turned stimulation back on after scan. Pt hasn't turned their stim off ever or for a long time so stim was feeling intense. When they initially turned stim on, it was at 7.6ma. They turned it down to 7.4ma and this helped some. Tech support (ts) reviewed considering turning it down further and so they turned it down to 7.0ma and then pt was more comfortable. Ts reviewed that patient's stim should never be uncomfortable and that they could see how 7.0ma works and turn it down or up as needed from there. When caller asked pt, pt wasn't sure what their typical ma setting was for their therapy.